Event description:
On (B)(6) 2014, upon emergency follow-up (due to heart failure condition), sustained vt was observed. Atp and shocks were delivered manually, and vt was terminated. When the pt file was reviewed, abnormal/inconsistent information was displayed in some episode's "analysis" panel.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.